Event description:
During installation of the iabp, the company representative observed that the iabp failed bill manifold leak test. No patient was involved.

Manufacturer narrative:
The company representative replaced the manifold helium fill (part number: 0104-00-0014), the 300psi check valve (part number: 0103-00-0634) and helium pressure regulator (0103-00-0442). The company representative performed calibration check, functional testing and safety check to factory specification. Completed installation and returned the unit to the customer. (B)(4).